Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the buttons responded appropriately. The keypad was not damaged but the symbols were worn. Evaluation revealed contamination was present under the contacts of all buttons. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump has been replaced due to keypad button issues. No additional information was available at the time of this report. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.